Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the IV spike port chamber was not adhered to the tubing. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.